Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. When removing the stylet from the 16x4.50mm veriflex stent delivery system (sds), the stent stuck to the stylet and dislodged from the delivery balloon. The device never entered the patient and the procedure was completed with another of the same device. No patient complications occurred; the patient's current condition is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer- visual examination of the complaint device revealed that the stent was detached from the delivery system. The stent was partially positioned inside the stent protector. An examination of the stent and stent protector identified no issues. The stent was removed from the protector without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. When removing the stylet from the 16x4.50mm veriflex stent delivery system (sds), the stent stuck to the stylet and dislodged from the delivery balloon. The device never entered the patient and the procedure was completed wtih another of the same device. No patient complications occurred; the patient's current condition is listed as "fine".